Event description:
It was reported that the atrial lead exhibited over-sensing noise, inappropriate mode switch, and pacing inhibition. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 7.4cm to 7.5cm from the connector pin proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.